Event description:
The physician used a cook endoscopy mini-tone sphincterotome during an ercp. When the spincterotome was advanced over a prepositioned wire guide and cautery was applied, the pt moved. The physician indicated the pt may have experienced a c=shock, because the movement coincided wiht the application of cautery. The pt did not experience any adverse effects due to this observation.